Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
The customer reported via the (B)(6), that a pt had a primary total hip replacement at (B)(6). The customer reported that the pt was required to have a full revision procedure at (B)(6) as the femoral head had fractured. Customer further reported the cement type is (B)(4). Cemented stem. Further details will be requested from the customer.